Event description:
Patient's baclofen pump was replaced 6 months ago, but stopped working. Upon removal they found that the connector on the catheter segment was broken and had to replace with a new baclofen pump catheter. The or has notified the manufacturer of the catheter problem and replacement of the catheter.